Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was tested several times and consistently exhibited high impedance. The ipl was re-positioned, mode change and high impedance remain. The ipl was replaced with a different lead. No patient complications have been reported as a result of this event.